Event description:
Customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of 370 mg/dl, 242 mg/ld, and 97 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reported experiencing symptoms of hypoglycemia such as shakiness and he self treated with orange juice. There was no report of death, serious injury or third party medical intervention.

Manufacturer narrative:
(B)(4) the customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.